Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, pain, swelling. Patient has not had physical exam/bloodwork done over past several years. Has hight blood pressure & likely vitamin d deficient.